Manufacturer narrative:
On 01-sep-2023, mentor received two devices at its failure analysis lab, one from lot #6956009 and one from lot #6965242. These devices are mentor memorygel breast implant 375cc gel breast prostheses. On 06-sep-2023, mentor became aware that the returned breast prostheses belong to this complaint file and that one of them is the suspect medical device (ruptured breast implant). Lot #6956009 and lot #6965242 were both manufactured in mentor¿s manufacturing facility in leiden, the netherlands. Mentor medical systems b.v, located in leiden, the netherlands, is a foreign manufacturer of medical devices that are not cleared or approved for sale in the us. It is a separate legal entity from mentor texas. Per 21 cfr 803.58 and "medical device reporting for manufacturers" (FDA guidance document issued on november 8, 2016), we are ¿not required to submit MDR reports for events occurring in other countries for a device that is manufactured in a foreign country and that is not cleared or approved for marketing in the us. However, if mentor becomes aware of information that reasonably suggests a device has malfunctioned and that a similar device that is marketed in the us would be likely to cause or contribute to a death or serious injury if the malfunction were to recur, then mentor should report the device malfunction that occurred outside the us." Since mentor medical systems b.v. Do not market any devices in the us, manufacture & market all their devices outside the us, and have never held FDA approval nor clearance for any of their products, their devices do not meet the criteria for MDR reportability. Per the above statement, medwatch reports are not required to be submitted to the us FDA for this complaint device. No additional reports will be submitted for this event. G1 manufacturer contact phone number: (B)(4). G1 manufacturer site fax: (B)(4). G1 manufacturer site phone:(B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast prosthesis rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation procedure with a mentor memorygel breast implant 400cc gel breast prosthesis that ruptured post implantation. Rupture of the patient¿s left breast prosthesis was reported. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 400cc gel breast prostheses on(B)(6) 2023.